Manufacturer narrative:
(B)(4). A review of the event history log confirmed an iipv event. The cause was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 20:38:03. During night drain cycle five, the patient's ultrafiltration reading was 2011ml, indicating the home patient (hp) drained 2011ml more than their maximum programmed fill volume of 2200ml. No additional information is available.